Event description:
It was reported that the system displayed a collimator iris error and locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and calibrated the collimator. The sys operates as intended.